Manufacturer narrative:
Isi received the pk dissecting forceps instrument involved with this event and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of "wouldn't move right". The instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The instrument was also found to have a broken bipolar yaw pulley. A broken piece was found to be missing as a result of the breakage. The size of the missing piece is approximately .099¿ x .298¿. The broken piece was not returned with the instrument. This failure is most commonly caused by mishandling/ misuse such as excess force applied to the distal end of the instrument. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the instrument breakage to occur and whether a fragment was retained inside the patient.

Event description:
On (B)(6) 2019, it was reported that during a da vinci-assisted surgical procedure that took place on that date, the pk dissecting forceps instrument "wouldn't move right". The procedure was completed with no reported issues. On 01/17/2020, intuitive surgical, inc. (Isi) received a report stating that a piece of an si endowrist instrument may have fallen off inside a patient during an unspecified da vinci-assisted surgical procedure. It was reported that the customer was not sure if the piece was already off of the instrument prior to surgery or if the piece actually fell off during the surgery, inside of the patient. The customer indicated that they were going to perform a computed tomography (CT) scan on the patient to determine whether the piece had fallen off inside the patient or not. Isi followed up with the initial reporter and obtained the following additional information regarding the event reported on 01/17/2020: the customer confirmed that the instrument associated with the complaint was a pk dissecting forceps instrument and that the reported issue occurred on (B)(6) 2019. The customer did not inspect the instrument prior to use. The customer stated that they noted a fragment was missing from the instrument after it was inserted into the patient and then removed. The procedure performed was a hysterectomy that was completed robotically with no additional issues reported. Isi made multiple additional follow-up attempts to determine whether the site believed a fragment was retained inside the patient; however, no further details have been received as of the date of this report. A review of the site's system logs for the reported procedure date was conducted. The review of the site's system logs along with the information obtained from follow-up conducted with the customer confirmed that the pk dissecting forceps instrument which reportedly "wouldn't move right" on was the same instrument that was suspected to have a piece broken off of it.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections g4, g7, h2, and h10. On (B)(6)2020, the field service engineer (fse) followed up with the operating room manager who stated that the results of the CT scan were negative for the fragment being retained inside the patient. Based on the current information provided, this complaint will remain reportable due to the following conclusion: unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur and whether a fragment did in fact fall inside the patient.